Event description:
A discordant low hemoglobin (hgb) result was obtained with one (1) patient sample on an advia 2120i analyzer. The discordant low hgb result was reported to the physician. The low result was not questioned, and the sample was not retested. The patient was subsequently transfused with two (2) units of packed red blood cells. Five days later, a new sample was drawn post-transfusion, and the results were higher. Six days after the initial low result was obtained, the laboratory ran hgb testing on another tube from the patient's initial blood draw (a tube which had been collected for hgb a1c testing). The hgb result from the other tube was within the normal range. The qc results were within range on the day the initial low hgb result was obtained. (B)(4) 2012: additional information received: the customer claimed that only one tube was drawn from the patient, not two, as initially stated above. The customer claimed that the one tube was initially run for hgb on (B)(6) 2012 under sid (B)(4), and was not repeated that day. The customer claimed that on (B)(6) 2012, an additional barcode label was affixed to the original tube drawn on (B)(6) 2012 in order to run hemoglobin a1c testing from the tube. The customer explained that the additional barcode label obscured the original sid of the tube.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) regarding this event. The cause of the discordant hemoglobin result is unknown. No conclusions can be drawn as to what specifically caused the discordant low hemoglobin result.

Event description:
A discordant low hemoglobin (hgb) result was obtained with one (1) patient sample on an advia 2120i analyzer. The discordant low hgb result was reported to the physician. The low result was not questioned, and the sample was not retested. The patient was subsequently transfused with two (2) units of packed red blood cells. Five days later, a new sample was drawn post-transfusion, and the results were higher. Six days after the initial low result was obtained, the laboratory ran hgb testing on another tube from the patient's initial blood draw (a tube which had been collected for hgb a1c testing). The hgb result from the other tube was within the normal range. The qc results were within range on the day the initial low hgb result was obtained.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) regarding this event. The cause of the discordant hemoglobin result is unknown. No conclusions can be drawn as to what specifically caused the discordant low hemoglobin result.